Manufacturer narrative:
Product analysis: at analysis it was determined upon inspection of the cable connector that the pin on the patient connector was disturbed. The analyzer failed its incoming functional testing. The analyzer was to be sent on for repair and reallocation. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer which was returned as a loaner restock subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.